Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that multiples devices were not showing medications that were pulled from the devices. A technical support specialist checked the patient sample that was given and found that no order had been assigned and advised customer to assign the order and then have the nurses attempt to remove the medication for the patient and confirmed that the issue was resolved. Checked the data synchronization log for another station and found no errors. The system functioned as intended after the technical support specialist inspected the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es multiple devices were not displaying medications that had been pulled from the stations. The medications appeared as dispensed on the devices at the time of removal but did not show up afterward. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.